Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were out of specification on the low end. The motor, plug harness, swivel, eccentric shaft, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The device was sent in for preventative maintenance (pm) originally and found to be needing repaired. No additional event information available. At product evaluation investigation the motor speeds were out of specification on the low end. No adverse events were reported as a result of this malfunction.